Event description:
Surgeon reported via our sales rep, that a patient underwent a revision surgery, due to the nail fracturing 3 month post op.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.